Event description:
Customer reported she experienced high blood glucose. Customer stated she went to see her doctor and within 2 hours her blood glucose was 475 mg/dl, she was given insulin and went up to 530 mg/dl. The status screen was showing 227.5 units and the reservoir had 240 insulin units left. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did not exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer stated her site was a little loose in the morning and she taped it down. The infusion set was removed and the cannula was bent. Customer also reported she dropped the insulin pump but there is no damage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-85506.